Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on an unknown date. Subsequently, the surgeon is requesting a custom polyethylene articulating surface implant for a planned revision due to unknown reasons. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the custom device is only being manufactured to correct the patient's incorrect knee alignment. The incorrect knee alignment was a result of an unrelated ankle procedure.